Event description:
Information received, indicates corrosion was found on the scale/pm board causing the bed to alarm.

Manufacturer narrative:
The technician replaced the scale/ppm board to repair the bed.